Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported that two months following an intraocular lens (iol) implant procedure, the lens was exchanged for a different lens. Wrong power was the reason given for the exchange. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned wrapped in surgical gauze. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece, and a non-qualified viscoelastic. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).